Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for a total of two samples from the same patient tested for ise indirect na, k, ci for gen.2 (sodium, potassium, and chloride) on a cobas 6000 c (501) module - c501. A third sample was collected from the patient and tested the next day ((B)(6) 2017). Due to the big difference in sodium results in the first and second samples as compared to the third sample, the first and second samples were repeated on (B)(6) 2017. Of the mentioned tests, there are erroneous potassium and chloride results that are reportable as a malfunction. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample initially resulted with a potassium value of 4.10 mmol/l. The sample was repeated on a second analyzer, resulting with a potassium value of 4.54 mmol/l on (B)(6) 2017. The initial chloride value was 86.4 mmol/l and when repeated on a second analyzer, the chloride value was 96.0 mmol/l on (B)(6) 2017. The second sample initially resulted with a potassium value of 4.43 mmol/l. The sample was repeated on the same analyzer, resulting with a potassium value of 4.85 mmol/l on (B)(6) 2017. The sample was also repeated on a second analyzer, resulting with a potassium value of 4.83 mmol/l on (B)(6) 2017. No adverse events were alleged. The potassium electrode lot number was f62 and the chloride electrode lot number was x91. The electrode expiration dates were asked for, but not provided. The calibration on (B)(6) 2017 was okay and quality control results were acceptable. There were no particles in the samples or film on the sample surfaces. The customer stated that 10% of samples need to be transferred to false bottom tubes because the sample volume is sometimes very low. Sometimes the customer loads these samples and sample short alarms take place on about 5 samples per day. The centrifugation time of the samples was too short. Samples were centrifuged for only 5 minutes, but should be centrifuged 10 minutes or more. The customer was using a sodium electrode that expired on 10/31/2016. Calibration and quality control results indicate good performance of the analyzer ise units. The most likely root cause of the issue was mis-sampling of the patient material due to issues with pre-analytic sample handling.